Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during an implant procedure, the lead was inserted into the generator header and the torque wrench was used to tighten the setscrew. When the generator was being placed into the pocket, the septum plug fell out of the generator header. The lead pin was removed and the septum plug was attempted to be re-inserted but was unsuccessful. A back up generator was implanted with no issues and it's noted that the patient's condition did not change during the event. It was noted that excessive force was not used when tightening the setscrew. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic, and a comprehensive electrical evaluation (shows an ifi=no condition) were performed. The septum was not returned and the header septum cavity showed damage from an unknown tool as well as on the inside of the septum cavity. As the septum was not returned, an evaluation is not possible. The head septum cavity meets specification, measuring 0.125 inches. The reported detachment of components was observed and the damage of the header septum cavity during implant by an unknown tool may have been a contributing factor for the event. Other than the observed header cavity damage most likely associated with manipulation during implant, no anomalies were seen and there were no performance or other adverse conditions found with the generator. Product analysis worksheet was reviewed and no anomalies were seen. Wand data was reviewed and no anomalies were seen. Internal generator data was reviewed and no anomalies were seen.

Event description:
The suspect device was later received and is undergoing analysis. No other relevant information has been received to date.